Manufacturer narrative:
Device lot number, device expiration date, device evaluated by MFR, eval summary attached, device manufactured date, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the device was returned in two (2) pieces. There was blood in the shaft. Microscopic and tactile inspection of the hypotube, collar, distal shaft and tip were performed. Inspection revealed a complete separation at the collar, with numerous kinks in the hypotube and distal shaft. The tip was observed to be flattened. Microscopic examination of the distal shaft observed numerous kinks. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that a shaft break occurred. A 6f guidezilla guide extension catheter was selected for use. During the procedure, when the metal piece and the hypotube was connected, the catheter was bent and broke into two pieces. Snaring was done to removed the device from the patient's body. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a shaft break occurred. A 6f guidezilla guide extension catheter was selected for use. During the procedure, when the metal piece and the hypotube was connected, the catheter was bent and broke into two pieces. Snaring was done to removed the device from the patient's body. No further patient complications were reported and the patient's status was fine.